Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence and dyspareunia.